Manufacturer narrative:
Pr#: (B)(4). Note: we will file a follow-up MDR at the completion of the investigation. Internal cross reference: complaint pr# (B)(4).

Manufacturer narrative:
(B)(4). On (B)(6) 2014, the customer reported that during a patient procedure, the couch dropped about 4 inches and the procedure was halted. The philips field service engineer (fse) confirmed that there were no injuries because of the couch dropping. The trained professional chose to rescan the patient. The customer contacted philips help desk to inform them of the issue and an fse was dispatched to the site. On 09-jun-2014, the fse arrived on site and evaluated the system. Upon evaluation, the fse confirmed, through the error logs, that the couch had dropped about 4 inches without command. The fse proactively replaced the vertical drive motor and brake. The parts were returned and received on 23-jun-2014 for engineering assessment. The log files were no longer available. Engineering inspected the brake and concluded that the brake was not the cause of the table drop: 1. It took 70+ lb-ft of torque to back drive the motor/brake assembly, well over what a fully loaded system would exert (motor is rated for 10 lb-ft output that lifts a full load) 2. Loctite was in place for the 3 mounting screws that mount the brake coil to the motor 3. No loctite was used on the spline set screws, they were also not very tight, but the key was intact and showed no signs of wear 4. The spline appeared to be slightly loose (by feel from wiggling back and forth) on the motor when first inspected, upon pulling the spline off the motor (which was quite difficult) there was signs of loctite bonding the spline to the motor under a black light. 5. The red tabs were still in place, but we measured .020¿ gap between the actuator plate and tabs, so there was no significant amount of the brake disk wear to have this cause an issue. Examination of the vertical drive/brake assembly revealed no defects in manufacture or assembly. No other failures were observed that could have contributed to this issue. CT engineering could not determine the cause based upon the information available and the part evaluation. The mitigations for this issue include: ¿ safeguards: -electrical power loss, automatically spring actuated brake. - when system not in motion, brake applied. - brake can suspend full load even when being driven downward by motion system. - a lock tab is employed on the screw of the motor to lead screw coupling. ¿ provide adequate and safe training, procedures and documentation. Examination of the vertical drive/brake assembly revealed no defects in manufacture or assembly. No other failures were observed that could have contributed to this issue. Therefore, all mitigations are intact and CT engineering determined this issue to be an acceptable risk..

Event description:
The customer reported that during a patient procedure, the couch dropped about 4 inches and the procedure was halted. The philips field service engineer (fse) confirmed that nobody got injured, because of the couch dropping. The trained professional chose to rescan the patient.